Event description:
This is a case that was reported on the (B)(6) 2010 to a baxter business representative. A peritoneal dialysis nurse called a baxter engineer to check the patients machine log to see if the patient had bypassed the initial drain the previous night. The technical service representative on call contacted the patient and it appears that he had bypassed the initial drain alarm and moved onto fill 1. His event meets overfill criteria. The machine was returned to baxter technical services for evaluation.

Manufacturer narrative:
(B)(4). The device was evaluated. The issue of increased intra peritoneal volume (iipv) was confirmed in the event log file. The event log showed that the initial drain was bypassed which could cause the iipv. Initial drain bypass was caused by user, as some issues occurred with drainage and low drain volume alarm occurred. The service history reviewed showed no previous service events related to the iipv. The labeling review found the patient at home guide to be adequate for the use/user error identified in this incident. Baxter has conducted a trend review and found no adverse trend. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). The device has been received, and the evaluation is in process. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received. This product is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.